Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy). It stated that the impedances were high at >4000. It was reported the lead was related to the event and there was a shocking sensation. It was also noted therapy had been resumed on (B)(4)2021.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1ntrc implanted: (B)(6)2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy). It stated that the impedances were high at >4000. It was reported the etiology was possibly related to the lead, and there was a shocking sensation. It was also noted therapy had been resumed on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot# va1ntrc; implanted: (B)(6) 2018; product type lead. B5 correction: updated "it was reported the lead was related to the event and there was a shocking sensation," to "it was reported the etiology was possibly related to the lead, and there was a shocking sensation." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28; va1ntrc; implanted: (B)(6) 2018; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy). It was reported that the pain was found to be independent from interstim. The patient is no longer in pain, the issue was resolved without sequalae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was shocking and painful. Patient states the last 4 days their device has been shocking them and uncomfortable. Patient states they had tried adjusting programs and nothing seeming to help. Patient states that pain is worse today that they were experiencing pain on inner/outer left thigh and buttocks area and very painful to sit down. On (B)(6) 2021: patient had sharp shooting sensation in her perineum radiating towards their left buttocks and leg until (B)(6) 2021 when the ins was turned off. Device was interrogated showed and showed ins on, amplitude 3.0volts, cycling off, always used greater than 8738, program 1: +3 -1, impedance >4000 on 3 of the leads when amp at 1.0volts date of test: (B)(6) 2021. The etiology states the device/therapy is possibly related. The healthcare professional turned the device off to relieve pain over the weekend. New program was set, will get sacral x-ray to check lead placement. If no improvement on new program, tentatively scheduled (B)(6) 2021 for revision. The event was ongoing.